Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
Event description: it is reported that the physician intended to use the protege everflex device to treat a lesion. During the procedure while attempting to deploy the stent the physician found that the proximal grip of the catheter had gotten dislodged from the shaft and hence the stent could not be deployed. The sds was removed and another unknown device was deployed successfully. No intervention or injury to the patient is reported. Evaluation summary: the sds was received with the stainless steel hypotube bent, the manifold to outer sheath bond separated, the safety locking pin loose, fluid within the stopcock tube, the outer sheath retracted exposing the stent. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: sanguine tinted fluid was observed exiting the distal tip. A 10cc water filled syringe was attached to the stopcock luer lock to flush the annual spaces: clear fluid exited the distal tip of the strain relief. The separation of the manifold to outer bond inhibited the flushing of the spaces between the inner and outer sheath of the sds. Several bends/kinks were noted in the catheter, approximately 24cm, 48.5cm, 52cm, and 115cm distal from the proximal end of the outer sheath. Backlighting was used to determine that the stent was engaged with the stent retainer. Approximately 1cm from the distal edge of the outer sheath a small amount of delamination was noted. The delamination has a directional component of distal to proximal. The distal end of the manifold accepted pins from 0.0815in through 0.0835in but would not accept a 0.0845in pin. Crystalline sanguine residue was noted throughout the outer sheath.